Manufacturer narrative:
Device was used for treatment, not diagnosis. "If information is obtained that was not avaidwatch will be filed as appropriate." (B)(4). The complaint device was received at the service center and evaluated. It was reported that the motor was jammed and doesn't turn on after the procedure. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, it was noticed a short circuit in the motor cable and the resistance value out of specs. The motor cable and handcontrol set were replaced. As preventive maintenance, the o-rings were replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure was thus identified as damage in motor's cable. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, the micro tornado handpiece did not turn and the motor was jammed, a replacement had to be used to complete the procedure. There was no patient consequence and no surgical delay reported. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2019. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device and its resistance value was out of specs. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was received at the service center and evaluated. It was reported that the motor was jammed and did not turn on after the procedure. Per service manual operational and diagnostic, the reported failure was confirmed. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 7/13/2016 and passed all functional testing before being returned to the customer. During evaluation, it was noticed a short circuit in the motor cable and the resistence value out of specs. The motor cable and handcontrol set were replaced. As preventive maintenance, the o-rings were replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure was thus identified as damage in motor's cable. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 7/13/2016 and passed all functional testing before being returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.